Event description:
New information received notes that the lead was explanted and successfully replaced. The patient was stable following procedure.

Manufacturer narrative:
The reported event of lead noise was confirmed. As received, a partial lead (only distal portion) was returned in one piece. During the electrical testing a short was found between conductors. Destructive analysis was performed and found two internal insulation abrasions breaching the ring electrode, right ventricular, inner coil lumens, and ptfe liner underneath the right ventricular shock coil. The ring electrode and right ventricular etfe cable coating was also found abraded. The cause of the reported event was due to the internal insulation abrasion underneath the right ventricular shock coil.

Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited oversensing due to noise. The lead will continue to be monitored. The patient was stable and asymptomatic.